Event description:
It was reported that the device was "not working," stating that the patient never had therapeutic effect. It was stated that the patient got "stabbing" sensations in his left sacroiliac joint when doing certain activities. The patient reportedly had spasms and pain for 30 minutes where he "couldn't move, couldn't move eyes, stuck like a roman statue." It was noted that the patient could not turn his head. It was stated that the patient turned off the device for 3 weeks but turned the device back on three days before his appointment. The patient reportedly "still had these problems with the spasms on and off" and when the patient was "doing something out of the norm." It was stated that the patient had "severe spasms in certain movements that he did in the left sacroiliac joint." It was noted that the trial was "perfect." The following day, it was reported that impedances were checked, programs were added to the device, and stimulation was not covering the specific area of the trail. It was stated that nothing had been explanted. An x-ray was discussed to determine if there was a lead migration. Less than two weeks later, it was reported that the programs were worked on and it "appeared" from the patient's current stimulation that the leads have moved. It was later reported that the patient was scheduled to have an x-ray on (B)(6) 2012. It was stated that the patient continued to have "significant breakthrough pain" when he had more active days of bending over, twisting, turning, and picking up objects. It was noted that the patient did not experience "breakthrough pain" when he did not do "this type of mobile activities." Additional information was requested and if received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type; lead product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).